Event description:
The customer reported that on (B)(6) 2011 higher than expected progesterone results were generated from a unicel dxl800 access immunoassay system for one patient sample. The initial progesterone result, generated from an undiluted patient sample, was higher than expected and above the reportable range of the assay. The customer repeated patient sample testing in undiluted and various diluted forms. All repeat test results were above the s5 calibrator value and the upper end of the assay's reportable range. The results were not reported outside of the laboratory hence there was no report of death, serious injury or modification to patient treatment associated or attributed to this event. The sample was collected in a serum separator tube and was centrifuged prior to testing. The sample was a full draw and normal in appearance with no visible irregularities or abnormalities. Patient specific information was not provided by the customer. Beckman coulter inc. Assessment of customer supplied data revealed multiple patient results, however no other patient results were questioned by the customer. The customer indicated that there were no issues posted to the instruments event log.

Manufacturer narrative:
Service was not dispatched to the site for this event. Beckman coulter inc. Assessment of customer supplied data indicated that an instrument system check performed prior to the event generated results which met established specifications. The instrument's progesterone quality control results were within the customer's established limits on the day of this event. Based upon the details of the event, the possibility of the issue being interferent related exists. Beckman coulter inc. Requested that the customer submit the sample for interferent testing however the customer indicated that no more sample was available for investigative testing. No definitive root cause was determined for this event to date.